Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem was too large distally. The surgeon was forced to use pressure sentinel reamers to ream good cortical bone distally. The impact still has distal fixation to the surgeons' dissatisfaction.